Event description:
The catheter was leaking at the exit site. The nurse stated that a pressure dressing was applied to the catheter but the catheter still leaked. The catheter was removed. No pt injury was reported to have occurred.

Manufacturer narrative:
Returned for evaluation was a 4 fr. Catheter, measuring 24cm in length. Lot history review indicates no related component or mfg problems and no prior complaints of similar nature. The catheter was pressurized with a 6cc syringe and colored water by occluding the distal end of the tubing with a padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 40psi and the catheter could not be made to leak. The catheter lumen flushes and aspirates normally.